Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received it was reported that this 980 ventilator failed the extended self test (est) with autozero offset. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with inspiratory autozero failed message and background diagnostic code and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the pcba was prior to the implementation of a change to address autozero solenoid (so1) failures, therefore, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid (so1). Further action was not required because an existing corrective action or investigation is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self test (est) with autozero offset. The ventilator was not in use on a patient at the time of the reported event.